Event description:
New information received notes that the atrial leadless pacemaker (lp) exhibited a helix issue during implant.

Manufacturer narrative:
The reported event of capturing problem was not confirmed. The reported event of helix damage was confirmed. Final analysis found the outer helix stretched out of specification. The outer helix elongation is consistent with having occurred during procedure. No further anomalies were detected. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the leadless pacemaker (lp) exhibited high capture threshold. The lp was explanted and replaced. The patient was stable.